Manufacturer narrative:
(B)(4). Results of investigation: this unit was not approved for service by the customer. The customer refused to send the unit in. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to (B)(4) that the unit had a "disc/sense" error and the ventilator was auto cycling constantly. It is unknown at this time whether there was any patient involvement associated with this complaint, however, the customer reported "there is no patient harm or potential harm."